Event description:
During the embolization procedure, the third coil (orbit mini complex fill 3x4-(B)(4)) stretched, and the coil could not reach into aneurysm body. Another device was used to complete the procedure. The devices will be returned for evaluation. Additional information indicated that the aneurysm had a height of 4mm, 5mm width and length, 2mm neck, neck to sac ratio was 2/5, and it was sidewall. The (mc) microcatheter was not re-shaped prior to use, and an adequate continuous flush was maintained through the mc. Prior to the coil, two other coils went through the same mc without resistance. There was resistance during advancement of the coil through the mc distal shaft. Kinks in the mc may have contributed to the event. Resistance occurred when the coil was repositioned and withdrawn. However, the same microcatheter was utilized to complete the procedure. No damages were noted on the microcatheter. No additional procedures were performed to remove the coil. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented kinks. Support coil, gripper and embolic coil were inside of the introducer. Gripper and embolic coil were inspected under microscope and no damages were noticed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13395277 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Failure reported by the customer as "coil-unraveled and stretched" was not confirmed during the analysis. The cause of the kinks found on the hypotube could not be conclusively determined; however, these do not appear to occur during the manufacturing process; procedural or handling factors could be related to these damages. Inspections are in place that prevents these kinds of damages leaving from the facility. The failure was not confirmed. The IFU states "never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. Torquing the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship between the delivery tube and the embolic coil exists during retraction. Otherwise the embolic coil can be stretched, which could lead to premature detachment. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and properly discarded." It is unknown if this one to one relationship existed during the procedure. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and procedural related factors such as a kinked microcatheter and is not related to a product quality issue.